Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the cutting feature was out of order even when the footswitch¿s pedal was stepped on. On the other hand, the coagulation feature worked fine. As hand control feature functioned normally with the footswitch, the surgeon kept using the footswitch during the rest of the procedure. The device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work on hand control feature and on footswitch control feature. The electrode was sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: device was not returned in the original packaging. The active tip of device shows signs of activation with tissue debris around the periphery and inside the suction hole. Some minor scuffs to the heat shrink end nearest the tip. Some scuffs on the ceramic and return tube. No visible damage on handle or cable. The electrical test was performed, all parameters passed the test. Functional testing was conducted using vapr vue generator (gml4808/4); the device passed all testing. Manufacturer summary: the customer report claimed the ablate function did not work on hand switch or footswitch modes. The testing did not substantiate this claim, the issue was unable to be replicated. The device passed all electrical and flow tests and also functional checks in saline. There were no animalities noted. A DHR review has been performed for the complaint device lot number u2009003; no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the vapr tripolar 90 suction electrode device did not ablate. During in-house engineering evaluation, it was determined that the suction tube on the device showed saline residues. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.